Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak/loss of fluid column could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the failure to hold fluid column during preparation. It was reported that during preparation of the steerable guide catheter (sgc), the device would not hold fluid column; therefore, the sgc was not used in the anatomy and was replaced. A new sgc was used without issue. There was no clinically significant delay in the procedure. No additional information was provided.